Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 6947m62, implantable tachy lead, implant: (B)(6) 2013; model: 407652, implantable pacing lead, implant: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead showed high impedance and rising thresholds. It was also reported there may be a lead fracture. The lead has been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage and visual summary analysis of the lead indicated stretching.